Event description:
It was reported that the pump powered on but screen stayed black. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original pump was returned for evaluation, and no additional information was received regarding further outcome of event.